Event description:
It is reported that the pt was revised due to dislocation. Additionally stem was found to be loose.

Manufacturer narrative:
Eval summary: the stem and head were returned for review. There is no notable damage to the devices. Surgical notes were not provided. X-rays were not provided; therefore the fit, orientation, and cement mantle condition could not be analyzed. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehab protocol is unk. A definitive root cause cannot be determined with the info provided. The mfg records were reviewed and found to be conforming indicating that the devices were mfg, inspected, and packaged to spec. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.